Manufacturer narrative:
A complete mfg review could not be performed as the lot number is unk. The device was returned. The investigation is confirmed for peeled material as the outer layer of pebax was peeling off the balloon. The investigation is inconclusive for stent related retraction issues as the reported conditions of use could not be recreated (i.e. Stent in vasculature). Per the reported event details, the balloon caught on the stent during retraction, therefore there was likely an interaction between the stent and balloon which tore the pebax and loosened the fibers. It is unk why the pebax snagged on the stent during retraction. Based upon the available info, the definitive root cause could not be determined.

Event description:
It was reported that after post-dilatation of a stent, the pta balloon became caught in the stent during retraction. During removal attempts, the stent moved and a stent strut was damaged; however, the balloon eventually released and the device was retracted in its entirety without further incident. An additional vascular stent was implanted. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The report source did not have any additional details to provide at this time.